Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4) results for one patient sample run on an e module. The sample was provided for investigation and during investigations, the sample was tested with the same assays on a modular pe analyzer and an e411 analyzer. During investigation, the sample was also tested on a centaur analyzer. The results for all three assays were found to be erroneous when the customer e module analyzer results were compared to the results from the centaur analyzer. The ft3 assay was also found to have erroneous results when the results from the modular pe analyzer and e411 analyzer from the investigation site were compared. It was asked, but it is not known which results were reported outside of the laboratory. This medwatch will address only the tsh assay. Reference the medwatches with patient identifier (B)(6) for additional information on the ft3 assay and patient identifier (B)(6) for additional information on the ft4 assay. The initial tsh result was 1.06 uiu/ml on the e module at the customer site on (B)(6) 2014. For investigation, the sample was tested on modular pe analyzer on (B)(6) 2014, resulting as 1.11 uiu/ml. For investigation, the sample was also tested on an e411 analyzer on (B)(6) 2014, resulting as 1.15 uiu/ml. For investigation, the sample was also tested on a centaur analyzer on (B)(6) 2014, resulting as 1.4 uiu/ml. The patient was not adversely affected. It was asked, but the serial number of the e module used at the customer site was not provided. The serial number of the modular pe analyzer used at the investigation site was (B)(4). It was asked, but the serial number of the e411 analyzer used at the investigation site was not provided. The tsh reagent lot number used at the investigation site was 179138. The expiration date of the tsh reagent used at the investigation site was asked for, but not provided. Investigations have determined that with respect to the location of all values versus the respective normal reference ranges used, all values correlate for the tsh assay. The differences in values for the tsh assay could not be clarified as no additional sample was available for further analysis. A general reagent issue could not be detected. Given the different setups of all assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing values of assays from different vendors.